Manufacturer narrative:
E1 - address (B)(6). The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the video processor presented no image and a broken connector. This event occurred during service. There were no reports of patient involvement.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the review of the results of third-party distributor testing. Updated fields: d8, d9, h2, h3, h6, h11 the device was returned to third party distributor for inspection and the reported failure was confirmed. A root cause could not be identified. Based on the results of the investigation, the most probable cause of the malfunction is traced to component failure. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.